Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). Interventions taken to resolve the withdrawal, stiff legs and ck 200 were oral benza, baclofen, versed, dilaudid and cyproheptadine. The pump was explanted the catheter was left in. A new pump was to be implanted (B)(4) 2019.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc; lot#: serial#: (B)(6); implanted: on (B)(6) 2012; product type: catheter; product ID: 8731sc; lot#: serial#: (B)(6); implanted: on (B)(6) 2014; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from saol therapeutics reported on an unspecified date, after starting the product, the patient's pump was explanted due to an potential infection. Prior to the pump explant, the compounded baclofen daily dose was tapered by 20% every 12 hours, down to the minimal rate of 96 â g/ml. As of on (B)(6) 2019, the patient was being treated with oral baclofen at 30 mg 3x/day and cyproheptadine 4 mg 3x/day. The patient was "extremely uncomfortable" and information regarding management of it withdrawal was requested. The hcp noted there was no infection, but there was wound dehiscence from fat denrosis. The patient had extensor tone and spasms in the bilateral lower extremity. The pump was explanted on (B)(6) 2019. The patient was hospitalized post explant, on (B)(6) 2019, and continued on benzodiazepines, baclofen orally, cyproheptadine, and morphine. The patient was re-implanted on the other side of the abdomen on (B)(6) 2019. The patient was admitted to acute in-patient rehab on (B)(6) 2019. It was noted the patient's creatine phosphokinase went up to 300.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The pump dosage was weaned over the course of a couple days and replaced with oral medication. The patient¿s withdrawal symptoms were less severe than the doctor expected but still were present.

Manufacturer narrative:
Concomitant medical product: product ID :8731sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. UDI#: (B)(4), product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving baclofen (unknown concentration) 900 mcg/day and had been weaned to 200 mcg/day via an implantable pump. The current dose is 96 mcg/day. Indication for use was intractable spasticity. The date of the event was (B)(6) 2019. It was reported the pump was starting to show. The patient went into the hospital on (B)(6) 2019 with an open wound. It was confirmed that a couple centimeters of dehiscence were at the pump site. The incision dehiscence over the pump pocket and pump was visible 1.5 cm opening with slight drainage. The pump was explanted 3/28/2019. They titrated friday till thursday they tapered the patient down from 900mg/ day to 96mg/day. The patient was having withdrawal now. The patient was uncomfortable, their legs were board like, creatine kinase (ck) was bumped up to 200. The vitals look good. The patient might be a potential infection, so they will wait a month to implant a new pump. The cause of the event not determined. Patient weight and medical history were asked but unknown. The issue was not resolved. Patient status was alive - no injury. No further complications were reported.